Event description:
The customer reported to olympus a touch panel error (e333) was displayed during an unknown operation. The image from scope was displayed. The device was power cycled and no error was displayed, so the operation continued. There was no harm or user injury reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that there was a touch panel sensor failure or communication failure between the circuit board and the touch panel. Olympus will continue to monitor field performance for this device.